Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified: cloudy gel and deformation. Voids in the gel were observed after the autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "torn breast implant" and pain. Device was explanted.